Manufacturer narrative:
Age or dob, weight, ethnicity: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an opacity in the center of the intraocular lens (iol) was found after implantation in the patient¿s visual axis. The lens was removed and replaced with another lens of the same model and diopter. The patient is doing well after the exchange. No further information was provided.

Manufacturer narrative:
Additional information: section b5: describe event or problem: through follow-up we learned that the patient complained of poor vision, corrected to 0.5 which led to the explantation of the lens. The target refraction was emmetropia. Pre-operative refraction was +3.00/-1.50 x 93. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 18 august 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the complaint device was received submerged in an unknown aqueous solution. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was allowed to initially air dry, revealing a potential inclusion on the lens. The lens was cleaned, and the potential inclusion would not come off the lens. No further issues were identified. A failure investigation (fi) was conducted to further investigate the complaint issue. Device history record review was conducted results were within specification and there were no discrepancies found. During the miq process a cosmetic and optical inspection for all lenses was performed according to established procedures. The units were released according to specification in compliance with the product intended use as required. Through the manufacturing process there are several controls to identify and discard units with the reported issue. A search of complaints related to the production order was performed on september 27, 2022. The search revealed that no other complaints have been received for this production order (lot), and a search of corrective and preventive action (CAPA) and non-conformances (nc) revealed no CAPA/nc related to the complaint issue reported. The returned lens was evaluated with subject matter expert (sme) to address the condition reported. After having executed a manufacturing process discussion, it has been determined that the defect is probably related to the cryotumbling process, and further inspection by sme in cosmetic criteria, confirmed that the defect of the lens is categorized as a pimple (rough pimple). The complaint issue reported as inclusion could not be verified. However, rough pimple defect was identified on the returned sample. The product did not meet the acceptance criteria for amos3254 specifications for visual inspection of one piece (1pc) soft acrylic intraocular lenses. Therefore, based on the investigation results, it can be determined that the operator that performed the miq cosmetic visual inspection omitted to perform thorough visual inspection, leading to accept the non-conforming reported unit. Awareness was given to operator to reinforce the cosmetic and visual inspection during the miq process. The reported issue is identified in the product risk management documents. Per the assessment the reporting rate for similar incidents remains within the acceptable levels. These types of events will continue to be monitored. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.